Manufacturer narrative:
According to the facility, "tubing breaking during use. It's passing the high-pressure leak test- but when they go to extend the corrugated part of the circuit it's cracking." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "tubing breaking during use. It's passing the high-pressure leak test- but when they go to extend the corrugated part of the circuit it's cracking.".